Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced rear case, right handle, barrel clamp, left iui, left iui seal, right iui and latch module. The failure code other was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the probable root cause of the reported issue was due to wear of the case rear syringe. A review of the device history record showed the device had a manufacture date of 21sep2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken/damaged. There was no patient involvement.

Manufacturer narrative:
The device has been received and a technical evaluation has been completed. Based on the findings, the allegation was confirmed. Damage to the front case was found. In addition, iui corrosion was found in connection to the reported allegation. This report is reportable based on the finding of iui corrosion. A follow-up report will be sent once the investigation including device history review is completed.

Event description:
It was reported that the device was broken/damaged. There was no patient involvement.